Event description:
A user facility registered nurse (rn) reported a dialyzer saline leak that occurred ten minutes into a patient¿s hemodialysis (hd) treatment. The saline leak was visually observed by the arterial head cap of the dialyzer. After the leak was observed, the treatment was paused. The rn confirmed there was no patient blood loss and no blood leakage. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. No defect or damage was seen on the dialyzer. The complaint device was reportedly not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: b5: upon receipt of additional information, it was determined that a dialyzer blood leak did not occur and the reported event is not reportable. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 1713747-2023-00232.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak that occurred five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the arterial head of the dialyzer. After the leak was observed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was not reported. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies. The complaint device was reportedly not available to be returned for manufacturer evaluation. Upon followup, a contact at the facility was unable to be reached for additional information regarding the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.